Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and & atrial flutter ablation procedure with a varipulse catheter and an irrigation issue occurring during use on the patient. It was reported that about 15 minutes into the case, an alert was displayed on the ngen pump. The caller stated that the varipulse catheter irrigation had stopped flowing. The caller noted that that there were no issues with flushing the varipulse catheter prior to advancing it into the body. The varipulse catheter was replaced and the issue was resolved. The procedure continued with no further issues. The caller stated that the faulty varipulse catheter was brand new. The caller stated that about 12 lesions had been performed prior to the issue occurring. There was no patient consequence.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was not irrigated correctly. The device handle was dissected and it was observed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).